Event description:
Information was received via a manufacturer's representative (rep) regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient was experiencing poor coupling. The patient had good coupling over the weekend but lost it after moving. The rep stated the ins was not too deep and was parallel to the skin. The antenna locate feature was used, and the results were 85-87. A new controller was tried, but no other recharger was available. The patient was briefly able to get good and excellent coupling, but then it went back to poor. It was noted the antenna was warm. The tablet and communicator were both able to communicate with no issue. Patient was issued a new recharger. Additional information received stated that the new recharger did not resolve the issue, nor did another controller. It was stated that there did not appear to be any swelling about the pocket though there was scabbing due to the recent implant. The ins was stated to feel flat and superficial. Antenna locate was tried again and the highest value was 84. The rep could start a recharge session but the screen would immediately change to poor recharge quality. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Clarification of the previously reported event stated that a different controller did not resolve the issue. Pressing the recharge antenna against the skin also did not fix the issue, and it was reported the patient was sore. The poor recharge quality screen was seen. Additional information received stated that a new recharge assembly did not resolve the issue, and the patient would be sent a new controller. It was reported that during charging the charge quality goes from excellent to good coupling, then the controller stops and beeps. The patient had only been able to get it charged to 30% and when she turns it on again it shows she has not charged at all. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.